Event description:
During ultrasound-guided liver biopsy, the biopsy gun bent at the tip, creating a sharp edge outside of the normal diameter that caused a scratch on the liver tissue. The patient was observed for an additional 4 hours and no injury occurred.

Event description:
During ultrasound-guided liver biopsy, the biopsy gun bent at the tip, creating a sharp edge outside of the normal diameter that caused a scratch on the liver tissue. The patient was observed for an additional 4 hours and no injury occurred.